Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the motor seized, jammed and was moving heavy. It was further determined that the motor was running rough and was defective. It was further determined that the device failed pretest for the device failed following inspection criteria during pretest: check the off/osc/on switch mode function, check the function with epd-console and check power with test bench, min.67.5 to 110 w. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the small battery drive device operated for few seconds and then stopped. It was reported that the battery devices were replaced many times; however, the device did not work. It was reported that the event occurred during use on a patient. There was a fifteen minute delay to the surgical procedure. A spare device was available for use. There was patient involvement reported. It was reported that the patient¿s condition immediately after the event was considered stable. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.